Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Prodisc-l implanted at l5-s1 in 2008 was working perfectly when patient developed an onset of back pain six months postop. Facet injections prescribed eliminated pain with substantial improvement. Pdl was removed (B)(6) 2010 and l5-s1 was fused. This is the 2nd of 3 reports submitted on this event.